Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure and prior to implanting the lead in the patient, the guidewire was inserted into the lead body and came out of the lead body near the curve of the lead, revealing that the lead was fractured and insulation was breached. A different lead was used instead for the implant and there were no consequences noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of "lead fracture" was not confirmed, while the reported event of "lead body perforated by guidewire" was confirmed. As received, a complete lead was returned in one piece measuring 86.2 cm. Visual inspection of the lead found the inner coil offset at 80.4 cm from the connector pin. The inner lumen was breached at this location. The cause of the reported event of "lead body perforated by guidewire" was isolated to procedural damage. The lead was otherwise normal.